Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received a replacement antenna but will need a surgery to flip the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they are waiting for authorization to have surgery. Additional information was received from the patient. It was reported there was poor coupling. Patient reported the healthcare provider (hcp) was able to determine her device was flipped, states this was confirmed in (B)(6) 2018 and she was still waiting for the authorization to have a surgery to revise it. Patient wanted to charge her implant but kept getting no coupling, sometimes she would get 2 boxes filled but she stated the ins kept moving around and she was having difficult time charging. Troubleshooting done during call. Issue was not resolved. Patient was able to get 2 coupling boxes filled but that was up from 0 boxes filled. The number on top of the al feature was only able to get from 70-80 with 80 being the highest. Patient services (pss) recommend patient to keep charging ins with 2 coupling bar since it already has been confirmed that her ins flipped and so that could be the reason why charging is difficult and why there is poor coupling.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they could not get coupling bars and it has taken ten hours charge time. It was reported that the ins recharger antenna was fine. The patient reported that it was taking too long to charge and there poor coupling with recharging. However, an antenna replacement was requested. The antenna was reported damaged. It was reported that the recharge antenna was replaced but there is still poor coupling during recharge. The patient reported that they get 2 boxes shaded and cannot get the ins to charger more than ¼. It was reported that the patient has had more pain since (B)(6) 2018. It was suggested that the patient check the ins in the hcp office. It was reported that the replacement equipment sent to the patient did not resolve the poor coupling issue. It was reported that it was taking the patient 6-7 hours to complete recharging session with 0-2 bars. It was reported that the ins was charged to 75% today but patient can't get beyond 2 bars and they don't suspect it is flipped as patient hasn't had any falls/trauma or lost weight. It was reported that the patient tried charging in different positions and al and could only get 2 bars, pp and 8840 communicate fine and ins feels within the 1 cm implant depth and no issues noted at pocket site. It was reported that al was done on the call and was seeing range of 68-86 with average around 86 and still only obtained 2 bars.